Event description:
The user facility reported an 83-year-old male in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. During start up of the case, the automated impella controller (aic) self-check did not clear and the system would not start up. The aic was switched out.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.